Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer and a healthcare provider via a company representative. Regarding a patient receiving lioresal 2,000 mcg/ml at 1366 mcg/day via an implantable pump. It was reported, that the patient had a seizure on (B)(6) 2024 and went to the ER (emergency room). A CT scan was done. And nothing was noted, so the patient was discharged from the hospital. Then on (B)(6) 204, the patient had another seizure and was taken back to the ER. It was unknown, if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed, was the pump was interrogated, logs were read. And no stalls were noted. The patient¿s wife denied any discrepancies in recent refill volumes. Surgical intervention did not occur. And it was unknown, if surgical intervention was planned. It was unknown, if any actions/interventions were taken to resolve the issue. The issue was not resolved at the time of the report. And it was noted, that the healthcare provider would not have any further information regarding the event.